Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. Field complaint of no pacing was not confirmed. The device was received in normal working conditions. Analysis performed, including output verification measurements and evaluation of header and connectors displayed no anomalies. Further analysis performed exhibited normal device characteristics with battery voltage above eri level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2020-19606. It was reported that the patient's pacemaker was not pacing. The device was explanted and replaced. The patient condition was stable.